Event description:
It was reported to philips that the exposure wired footswitch was intermittently malfunctioning and the buttons did not rebound well. The device was in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the footswitch cannot work intermittently. Philips remote service engineer (rse) was contacted by the customer and found that the footswitch button cannot bounce back. Onsite service was not requested by the customer. The replacement part was sent to the customer. After that, the system was returned to normal use. The codes were updated based on the investigation outcome.